Event description:
It was reported that a device experienced a "door jamming alarm". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed the reported symptom through the history log ("door jammed" message) but could not be reproduced during the evaluation. Evaluation found pump door able to close as designed with loaded set by pressing the upper and lower corners near the door hooks (as described in the operators manual). Internal inspection found severed motor mount screws near the latch switches that may have contributed to the symptom. The severed motor mount screws were replaced.